Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was implanted. A couple of hours after implant, the patient presented with cardiac tamponade due to pericardial effusion and was hypertensive. A pericardiocentesis was performed. The patient went into cardiac arrest and was intubated. Cardiopulmonary resuscitation (CPR) was not performed. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was implanted using a 14fr amplatzer steerable delivery sheath. A couple of hours after implant, the patient presented with cardiac tamponade due to pericardial effusion found in the right ventricle and was hypertensive. A pericardiocentesis was performed. The patient went into cardiac arrest and was intubated. The patient's activated clotting time was 272 and 321 seconds and heparin was administered. Cardiopulmonary resuscitation (CPR) was not performed. The patient's status was reported as stable and has been discharged. The implanter does not believe that the device caused the effusion. The implanter believes the cause of the effusion has to do with the patient's advanced age and pre-existing conditions. Subsequent to the previously filed report, additional information was received that the pericardial effusion was noted in the right ventricle. The implanter does not believe that the device caused the effusion. The implanter believes the cause of the effusion has to do with the patient's advanced age and pre-existing conditions. The delivery system used was a 14fr amplatzer steerable delivery sheath. The patient's activated clotting time was 272 and 321 seconds. Heparin was administered to the patient and the patient has been discharged.

Manufacturer narrative:
An event of pericardial effusion, hypertension, cardiac tamponade and cardiac arrest was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. However, the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the pericardial effusion may have been due to the patient's advanced age and pre-existing conditions. Based on the information received, the cause of the reported incident could not be conclusively determined but may be as a result of the patient's advanced age and pre-existing medical conditions.na.